Event description:
Patient's central line tubing found to be leaking. While cleaning patient care area at start of shift, rn found tpn fluids on outside of isolette. Tpn tubing found to be actively dripping. Images obtained of leaking tubing and tubing saved and returned to baxter. Manufacturer response for IV tubing, (brand not provided) (per site reporter) meeting weekly to every other week for updates on their investigation into our active leaking issues. Meeting since 2021 regarding leaks in IV tubing.